Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of refv2014 showed no other similar product complaint(s) from this batch number.

Event description:
It was reported by the customer that the basilic vein of the left upper arm was punctured, and a sheath (24g jelco) was placed. When the guidewire was inserted into the sheath, it was advanced smoothly up to the point beyond the axilla, but it became difficult to advance beyond the subclavian vein, and it was repeatedly pushed and pulled while rotating and changing the direction. The guidewire suddenly became sluggish and stopped moving, so when the doctor applied force slowly and pulled it, the plastic that wrapped the guidewire was torn off, the core wire of the guidewire was broken. When the coil wire was slowly pulled, the tip of the guidewire in the subclavian vein did not move when confirmed fluoroscopically, and it was judged to be remained in the patient's body. Under general anesthesia op, a 5 mm axillary skin incision was made and a guide wire was removed.

Event description:
It was reported by the customer that the basilic vein of the left upper arm was punctured, and a sheath (24g jelco) was placed. When the guidewire was inserted into the sheath, it was advanced smoothly up to the point beyond the axilla, but it became difficult to advance beyond the subclavian vein, and it was repeatedly pushed and pulled while rotating and changing the direction. The guidewire suddenly became sluggish and stopped moving, so when the doctor applied force slowly and pulled it, the plastic that wrapped the guidewire was torn off, the core wire of the guidewire was broken. When the coil wire was slowly pulled, the tip of the guidewire in the subclavian vein did not move when confirmed fluoroscopically, and it was judged to be remained in the patient's body. Under general anesthesia op, a 5 mm axillary skin incision was made and a guide wire was removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: sample analysis, patient severity, complaint and lot history review, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed. One 0.018 in. Guidewire was returned for evaluation. An initial visual observation showed the guidewire was returned in four pieces and use residue was observed throughout the sample. The majority of the coiled wire was observed to be unraveled and the core wire of the guidewire was found to be broken and protruding from the coiled wire on the largest of the guidewire pieces. Both weld tips were found to be contained on the returned guidewire pieces. A microscopic observation revealed the break site in the core wire of the guidewire was tapered, and the breaks in the coiled wire were observed to be mostly flat but angular and granular in texture, which is indicative of tensile failure caused by excessive pulling forces. As a note, the product instructions for use (IFU) cautions: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ an examination of the wire structure revealed no potential damage/defect related to manufacture of the product.